Event description:
Pt had emend infusing for premedication as a secondary infusion. Baxter pump and tubing only pulling from the primary saline line and not secondary even when all clamps unclamped. To fix problem, new tubing exchanged and pulling correctly from secondary emend.